Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from brazil called to report redness, irritation, and excessive movement while wearing the acuvue oasys brand contact lenses. On 09nov2017 a call to the pt and additional information was provided: pt reported the oasys lenses were purchased in (B)(6) 2016 because they were a promotion. The pt was not fit for the lenses by an eye care provider (ecp). Pt reported since (B)(6) 2016 he/she experienced irritation, redness, and the lenses kept coming out of the eye. Pt reported he/she was only able to wear the lenses for a maximum of 5 days. The pt reported despite the ongoing symptoms, he/she continued to wear the lenses. The pt did not go to the ecp until (B)(6) 2017. The pt reported after the (B)(6) 2017 event, the pt returned to the acuvue2 lenses that she had worn successfully in the past without issue. On 09nov2017 a call was placed to the pts treating ecp and additional information was provided: the pt was last seen in office on (B)(6) 2017; pt presented to office complaining of ou burning sensation while wearing cl; pt was diagnosed with ou infectious keratitis; pt was prescribed regencel daily for 25 days; zylet 1gtt 4x daily for 10 days; hyabak and optive every 2 hours; contact lens wear was suspended for 10 days while using medications; pt did not return to clinic for a follow up visit. No additional medical information was received. No additional medical information is expected. The suspect product was discarded. This report is for the pts os event. The od event will be files in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ks6f was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.